Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, a specific bg value was not provided. Reportedly, the customer didn't take actions to address bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.